Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had right ventricular (rv) lead had shock impedance measurements that lead to a high out of range alert. Technical services (ts) was consulted and recommended evaluation options. The ICD was explanted and replaced and the rv lead was left implanted. No additional adverse patient effects were reported.